Event description:
It was reported that a patient underwent posterior fixation at l2/l3 via tlif using a spacer and competitive screw systems. It was reported that the competitive screw became loose at l2 on an unknown date. Post-op. X-rays taken at a later date showed the cage backed out and compression of the nerve root. A second surgery was performed. During the surgery, it was reported that an attempt to remove the cage was made, but the inserter that was applied might be damaged. Therefore, the cage could not be removed. The cage was changed in the appropriate position and the iliac cancellous bone was implanted behind the cage. The procedure completed without further incident. It was reported later that the patient had pain only when he took a particular position. No neurological manifestations were observed.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.